Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was very slow to boot up, images pulling up very slowly, and was not saving images properly. No pt injury was reported.